Event description:
Customer reports that she obtained a reading and injected insulin based on that reading. Customer is unsure at this time what the reading was. Customer reports after taking medication that she was in her car and she remembers putting down the garage door. Customer reports she lost consciousness at this point. She reports that the car hit the garage wall, the tires spun until the tread was gone, and the car ran out of gas. She also reports there was a fire underneath the hood of the car. She reports she was in the car for 3 1/2 hours and soaked in sweat when she woke up. Customer states she felt fine until she passed out and was not showing symptoms of hypoglycemia. No controls were used. Requested return of suspect device and replacement was sent.